Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that on (B)(6) 2010, a femoral central vein access was placed into patient (pt) in intensive care unit using device #1 from arrow multi-lumen central venous catheterization kit. On (B)(6) 2010, a 60cm spring wire guide (swg) was removed in interventional radiology from the jugular vein in pt's neck. Additional information received on (B)(6) 2010 from the nurse stated pt was complaining of headaches. A scan was performed & the 60 cm swg was noticed. The swg was removed intact through the pt's internal jugular. The swg had progressed into pt's temporal vein in her brain. Pt was released. She is experiencing vision problems & is under the care of an ophthalmologist. The nurse also stated that all parties involved in the case participated in a deficiency review & they felt this was caused by a break in procedure, not a product issue.